Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting far r over-sensing resulting in episodes of inappropriate automatic mode switch. Programming interventions were made. The were no patient consequences.